Event description:
It was reported during use the bd vacutainer® multiple sample luer adapter had the hub separate, blood splatter/leakage or other sample leakage from device other than the non-patient end the following information was provided by the initial reporter: "adapter that broke off in the valve attached to the tubing that is attached to the patient's implantable chamber during blood sampling. There was a small splatter when the system broke but no accident of exposure to blood.

Manufacturer narrative:
H.6. Investigation summary bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use the bd vacutainer® multiple sample luer adapter had the hub separate, blood splatter/leakage or other sample leakage from device other than the non-patient end. The following information was provided by the initial reporter: "adapter that broke off in the valve attached to the tubing that is attached to the patient's implantable chamber during blood sampling. There was a small splatter when the system broke but no accident of exposure to blood.